Manufacturer narrative:
The report states: litigation papers allege: on (B)(6) 2009, patient had the asr xl system implanted into her right hip. After having the asr implanted, patient suffered extreme pain in her hip, causing difficulty ambulating and sleeping. Additionally, patient learned that her asr was releasing metal ions into her body. On (B)(6) 2010, patient had her implant revised and replaced with different hip implant components. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right side) patient resides in (B)(6). **update** 6/13/2011 - medical records received. Part/lot number identified with invoice search. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on (B)(6) 2009, pt had the asr xl system implanted into her right hip. After having the asr implanted, pt suffered extreme pain in her hip, causing difficulty ambulating and sleeping. Additionally, pt learned that her asr was releasing metal ions into her body. On (B)(6) 2010, pt had her implant revised and replaced with different hip implant components.